Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when the surgeon tested if the device was secured to the drill, the end of the reamer came away from the rest of the device.